Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the main vessel was occluded during treatment with an apollo catheter and non-medtronic liquid embolic. The patient was undergoing surgery for treatment of an intracranial arteriovenous malformation (avm). It was reported that during embolization, the arterial feeder was cannulated with the apollo microcatheter and a 0.010" microguidewire. During non-medtronic liquid embolic injection without feeling resistance, the physician identified the liquid embolic was delivered in a proximal position several centimeters below the microcatheter tip which resulted in occluding the vessel. The patient had contralateral circulation, however the main vessel was occluded. The procedure was stopped immediately. It was indicated there was permanent injury and the patient was without ventilatory response and with left hemiparesis.